Manufacturer narrative:
A patient underwent the unnecessary risk of an anesthesia without being treated, and this posed the risk of serious injury. The problem with the gammamed plus was caused by the operating pc which failed during the daily qa test and the fact that the physicist started this test only when the patient was already anesthetized. The customer shares the treatment room with another treatment unit and obviously the room was busy before.

Event description:
User could not start the pc to operate the gammamed plus afterloader while performing the daily qa test on the gammamed plus. User was unable to clear the error. Following a patient under anesthesia could not be treated. This resulted in a rescheduling of the treatment fraction and an addition to anesthesia for the patient. The patient was rescheduled and treated in 2008. No adverse effects to the patient related to this postponement have been reported.